Event description:
It was reported to vyaire medical that the bellvista1000e us experienced an alarm 401 - inspiration valve or device leaky. The customer confirmed that the issue happened prior patient use, no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to defective inspiration valve nt. Vyaire ts initiated to ship new insp block to resolve the issue.